Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. During the procedure, it was reported by the distributor that the customer states that they have multiple issues of the suture breaking where it connects at the needle. Isolated to this specific lot. There were no patient consequences reported. Device will be returned. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: additional information received from the hcp via email on (B)(6) 2023: additional information requested: in this complaint, 15 products are reported to be involved. We would like to confirm the quantity of how many of these products experienced the reported issue: did the event occur during one or multiple patient procedures? Multiple procedures what is the total number of procedures? 3 have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No device return status. Please document the shipment tracking number: please provide the source or name of person providing answers to follow-up questions: (B)(6). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.